Manufacturer narrative:
Osseus has evaluated that the adverse event was most likely due to patient difficult patient anatomy that may have impeded surgeons ability to use appropriate counter-torquing technique. Osseus will monitor for any additional instances.

Event description:
Surgeon describes counter torque wrench slipping from screw construct during final tightening of implants, resulting in "unresteristed" twisting force which caused a pedicle fracture.